Manufacturer narrative:
(E1) initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was visually and microscopically examined. There was separation of the hypotube at 71.9cm from strain relief. There were no fluids present to the device and the balloon was tightly folded. From the separation, the distal end of the device was connected to a touhy and prepped with a new inflation device filled with water to inflate the device to the rated burst pressure. The device inflated and deflated to rated burst pressure with no issue or irregularity. Product analysis did not confirm the reported event as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3x28mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified left circumflex artery. A 4.0mm x 12mmn quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that balloon ruptured during second inflation at 18 atmospheres for 15 seconds.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3x28mm, concentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified left circumflex artery. A 4.0mm x 12mmn quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable. It was further reported that balloon ruptured during second inflation at 18 atmospheres for 15 seconds.

Manufacturer narrative:
(E1) initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 3x28mm, concentric, de novo target lesion with a bend of 45 degrees was located in the mildly tortuous and severely calcified left circumflex artery. A 4.0mm x 12mmn quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.